Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. During evaluation, it was confirmed that the control panel did not boot up when attempted to be turned on. Control panel was replaced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.

Event description:
It was reported that arctic sun device did not start up when turned it on.